Manufacturer narrative:
Concomitant products: product ID: 8637-20, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: pump. (B)(4).

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient who was being treated with gablofen (2000 mcg/ml at 100 mcg/day) intrathecal therapy via an implanted pump. The gablofen lot number was unable to be obtained. The pump's indication for use (IFU) was noted as intractable spasticity. It was reported that there was an inability to aspirate the catheter through the catheter access port (cap). A full system replacement was performed. The patient's status at the time of the report was reported as alive with no injury and it was noted that the issue had resolved at the time of the report. . Additional information received from the hcp's office on (B)(6) 2015 indicated that the first inability to aspirate from the cap was discovered on (B)(6) 2015; a second attempt was made on (B)(6) 2015 which was also unsuccessful. The attempts to aspirate the catheter were made to assess the patency of the catheter due to questionable changes with dose increases. The patient experienced persistent spasticity which affected his positioning, range of motion (rom), and ability for caregivers to assist with activities of daily living (adls). It was stated that no diagnostics were performed in relation to the inability to aspirate the catheter. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Catheter analysis results revealed that the catheter body was torn/broken/melted at or after explant and this did not affect infusion. Due to analysis results, results code no longer applies; results codes have been updated. Due to analysis results, conclusion code no longer applies; conclusion code has been updated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.